Event description:
The surgeon was inserting an aq2010v silicone three-piece lens and the lens ejected out of the cartridge in an uncontrolled manner. The lens touched the patient's eye but was not inserted. There was no patient injury. The reporter stated it was unknown if the lens was damaged. Another same type lens was implanted.